Event description:
It was reported that a no disposable alarm occurred. Settings were reviewed and clamp was closed. Cassette was removed and cassette was gently tapped. Tubing was massaged to disperse air bubbles in the line. Cassette was replaced and the clamp was opened. The pump was started and is running. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.